Event description:
It was reported that during a vascular stenting procedure in the sfa for treatment of a chronic total occlusion, the vascular stent was partially deployed when the trigger mechanism of the delivery system became blocked. The vascular stent partially fractured upon removal, however, the entire vascular stent and the delivery system were removed from the patient without further incident. A new vascular stent was deployed successfully. There is no reported patient injury.

Manufacturer narrative:
The lot number has been provided. The device history records are being reviewed. The investigation is currently underway.